Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A proposal was issued for repair of the device but not accepted to date. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failed pneumatic module resulting in the loss of mechanical ventilation. There was no report of patient involvement.